Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level of 580 mg/dl. The customer had symptoms such as vomiting and treated with a bolus. Customer's blood glucose value was 494 mg/dl at the time of the call. The customer stated that the cannula was slightly bent. The customer did not troubleshoot and did not send the product back for analysis.